Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The customer notified masimo that the device will not be returned to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact h3 other text: no product returning.

Event description:
The customer reported that the device has "erratic readings". There was no patient impact or consequence reported.